Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be ¿defect generated at supplier's site or during transfer to bard". A potential root cause for this failure mode could be due to generated at supplier site or during transit to bard, (example: defective / torn / broken components/product mishandling). Based on information in the fmea, the risk of this failure is low. Current controls in place are adequate to mitigate this failure mode. A review of the device labelling has been conducted for investigation purposed. The IFU is attached in the investigation overview element. The labeling and instructions for use were found to be adequate. The DHR review could not be performed without a lot number. Therefore no additional action required at this time. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when they opened the foley tray, the catheter jelly was torn.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when they opened the foley tray, the catheter jelly was torn.